Manufacturer narrative:
The monopolar curved scissors (mcs) instrument tip was returned for investigation. The accessory attached to the instrument was found be broken, likely occurring when the sheath was pulled off without pulling the distal end off. The broken piece of the instrument sheath distal coextrusion was removed from the instrument and the instrument was found to have no physical damages.

Event description:
It was reported that the tip of the monopolar curved scissors (mcs) instrument was broken off. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but no further information could be provided.